Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge service territory manager (stm) was dispatched to investigate. The stm powered up the iabp unit and observed the reported maintenance required code #9. The customer requested a repair estimate, and the stm prepared the estimate while on the customer's site. The customer opted out from having the iabp unit repaired and will request a rental unit while waiting for the delivery of the new cardiosave iabp units in july 2019. The iabp unit has not been repaired and will be retired from service. (B)(6).

Event description:
It was reported that as part of a daily check performed by the customer, "maintenance required code #9" appeared on the cs300 intra-aortic balloon pump (iabp). There was no patient involvement, and no adverse event reported.